Event description:
The customer reported that an erroneous calcium (ca) result was obtained a patient sample on a dimension exl with lm integrated chemistry system. It is unknown whether erroneous result was reported to the physician. The customer declined to provide any further information on patient result data. There are no known reports of patient intervention or adverse health consequences due to erroneous ca results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an erroneous calcium (ca) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. Quality control (qc) and calibration were valid on the day of the event. Siemens remotely assisted the customer and performed the integrated multisensor technology (imt) system clean, replaced the sensor, and salt bridge, replaced and realigned the sample probe, and ran conditioning, dilution check, and qc which recovered acceptably. Siemens further evaluated the event and concluded that the flow issue through imt and the faulty sample probe, which was corrected by performing the imt system clean, replacing, and realigning the sample probe potentially contributed to the erroneous ca result. The instrument is performing according to specifications. No further evaluation of this device is required.